Event description:
The customer reported the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service rep found no image on left monitor when fluoro was inititated. Unit drove to max technic. Disassembled main frame and rebooted system. Unit booted and operated as expected. The rep was unable to reproduce error. Suspec ps-2 in main frame. Ordered part. Replaced ps3 adjusted suplly to 6.25vdc & -6.01 vdc. Unit operates as intended.